Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that a rectocele/posterior repair, vaginal mesh excision/revision and revision of scarring was performed on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation due to stress urinary incontinence, uterine prolapse, chronic pelvic pain, dyspareunia, cystocele and rectocele. The patient also underwent the following surgical interventions: 03/16/2010- right salpingo-oophorectomy, high uterosacral ligament suspension, perineoplasty; (B)(6) 2010- revision of mesh erosion; (B)(6) 2010- revision of mesh erosion; (B)(6) 2010- mesh excision revision.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012--01442. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
Dyspareunia. Recurrence of prolapse. (B)(4). Additional information: it was reported that due to abdominal pain, dyspareunia, urinary incontinence and recurrence of prolapse the patient has had several procedures and doctors visits.